Event description:
It was reported per field service report symptom - would not inflate balloon, balloon waveform looks different and small. Used a second pump; balloon inflated, pt receiving therapy, this pump taken to biomed. Findings/action taken: found that no matter what balloon connector installed in pump, reads 2.5 (default). Ordered in front end pcb (printed circuit board) and shorter standoffs. A trained biomed replaced front end pcb, did complete checkout and returned to service. As a result, the pump was switched out successfully adn the second pump properly supported the pt. Add'l info received on (B)(6) 2012 stated that there was a delay of approx 2 to 4 minutes while switching the pumps, with no harm to the pt. No report of pt complications, injury or death. The pt outcome is the pt went on with therapy successfully.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.